Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The audible and vibration alerts functioned properly. The keypad was observed to be peeling and torn. The keypad button response was not able to be tested due to the blank display. The keypad was removed and there was evidence of contamination found under all of the button contacts. During testing, a leak test revealed a leak at the display lens. The pump case was removed and evidence of moisture contamination was found inside the pump on the display flex cable and connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. It was reported that all of the keypad buttons were under-responsive and the keypad was missing/peeling. It was noted that there was evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.